Event description:
It was reported and learned from medical records, that a 29mm 7300tfx mitral valve was explanted after an implant duration of 5 years, 5 months due to calcification and severe stenosis. The patient presented with severe class IV heart failure and shortness of breath. The explanted device was replaced with a 29mm 11400m mitris resilia mitral valve. Concomitantly the patient underwent aortic valve replacement with a non-edwards device. The patient tolerated the procedure well and transferred to ICU in stable condition. Per medical records, the patient presented with symptoms of heart failure. Investigation and imaging revealed dysfunctional mitral valve with severe stenosis. The patient underwent a re-do mitral valve replacement and decision was made to proceed with transcatheter valve in valve. On preprocedural imaging, it was noted that lvot was small in range and there was concern of obstruction, the decision was made to proceed with laceration of the anterior mitral leaflet to prevent outflow obstruction (lampoon). While attempting the lampoon procedure, the patient developed severe aortic insufficiency, which necessitated an urgent surgical intervention, and the procedure was converted to a sternotomy to replace both mitral and aortic valves. While performing left atriotomy, the mitral valve was exposed, and it was found to be completely calcified and severely stenosed. The previous mitral valve was explanted and annules was debrided then replaced with 29mm 11400m mitris resilia mitral valve. Concomitantly the aortic valve was replaced with non- edwards device. The patient tolerated the procedure well and transferred to ICU in stable condition.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions) svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including years hyperlipidemia, chronic kidney disease, coronary artery disease, diabetes mellitus, and smoking. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. H11: corrected data: h6 (component code)